Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device was back at the sign-on password screen and wouldn't boot back. The remote smart service showed the station was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was back at the sign-on password screen and wouldn't boot back. A field service engineer (fse) checked for loose cables, and all were properly seated. The fse replaced the docking station for all in one, replaced sata (serial advanced technology attachment) cable and the device became responsive. All cabling was checked, and preventative maintenance was done by the fse. The system functioned as intended after the field service engineer repaired the device.